Event description:
It was reported that an angio-seal evolution was selected for use. The physician was in the process of angio-seal evolution training with the trainer present. The patient was scheduled for a peripheral angiogram of the right leg due to severe ischemia with existing varicose ulcers. The procedure was performed via the right femoral artery (rfa), which had both retrograde and antegrade punctures. The patient had severe lesions over her arteries due to arteriosclerosis; however, the rfa was deemed acceptable for angio-seal closure. The two arteriotomies were evaluated and seemed to be a good distance apart. The angio-seal was deployed in the retrograde puncture and manual compression was applied to the antegrade puncture. That evening, the patient presented with symptoms of severe ischemia in the right lower extremity and was taken to surgery. The vascular surgeon noted the angio-seal anchor and collagen to be 3cm down from the puncture site and inside the artery, with some suture sticking outside of the arterial wall. Despite surgical intervention, the outcome was poor and the next day the patient's right leg was amputated. The patient's condition worsened, the patient died. The reporting physician and vascular surgeons evaluated the events and agreed that the patient's overall condition was poor and the final outcome of the case seemed likely due to the patient's age and medical conditions. The patient had severe arteriosclerosis with pre-existing ischemia, hypertension, varicose ulcers on the right lower extremity, heart and kidney insufficiency.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.